Event description:
It was reported that the programmer screen was flashing on and off during interrogation. It was noted that the programmer did not respond and could not be navigated through the menu. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer's screen was flashing on and off during interrogation but unable to confirm that programmer did not respond and could not be navigated through the menu. It was noted that the liquid crystal display was out-of-specification electrical. Lower display bullets were missing. The keyboard was broken and system fan was noisy. Reconfigured, reloaded, and updated software. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional and system tests. Continuation of d10: product ID 2067, serial #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.